Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021 it was reported patient vomited, had abdominal pain and went to the ER. An abdominal x-ray and CT showed free oxygen in the stomach. The external retention plate was loose. Patient received antibiotics due to leukocytosis, the stomach was swollen with a lot of secretion from the peg site. Patient was hospitalized for supervision. On (B)(6) 2021 it was reported the patient had a bowel obstruction with no connection to the peg. Patient has a lot of secretion from the peg site. The patient receives IV antibiotics, stomach is still swollen and also has something in the lung. Patient is having a surgery to tuck the digestive system to the abdominal wall. On (B)(6) 2021 it was reported the patient had the surgery and was released home. On (B)(6) 2021 it was reported there is no secretion from the peg site, the antibiotics are finished and patient is receiving duodopa.